Event description:
It was reported that during a breast biopsy, the mammomarker did not deploy. Completed the biopsy using another mammomarker. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results found that the introducer tube was received sheared at the middle. In addition, the introducer tube was detached from the handle and with the collagen plug with the clip present. Functional test could not be performed due to the condition of the returned applier. A corrective action has been initiated to address the root cause of the deployment issues. A preliminary investigation form has been initiated to address the shearing issue. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.